Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the left ileo-femoral artery was nicked during dermotomy. The physician elected for direct surgical repair at the time of sheath removal. During the surgical repair, 3 units of packed red blood cells (prbcs) were transfused. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) used during the procedure was returned, however, was no allegation that it caused or contributed to the reported clinical observation. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The injury to the femoral artery was due to use error. There were no allegations against the medtronic products used during the procedure. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.